Event description:
It was reported that the patient presenting hemodynamic instability and alteration of laboratory tests, and the surgical re-approach was chosen by the ICU on-call surgeon. Patient from the ICU, in the postoperative period of an oncological procedure, evolving with a severe clinical condition and alteration of laboratory tests, admitted to ccii to perform an exploratory laparotomy. At the moment he was conscious and disoriented. Coming from the ICU with pia, cva and svd. Maintaining cardiac monitoring, invasive a.p., eucardic, normotensive and on room air. He was submitted to general anesthesia, sedated patient, on mv by ott, under the care of the anesthesiologist. Surgical procedure performed without complications. Patient referred to the ICU on a transport stretcher, accompanied by the assistant anesthetist, technician and nurse. Maintaining transport monitoring, pulse oximetry, cardiac, right radial invasive pressure, with regular vital data. Sedated, unconscious, on oxygen therapy by tot 8.5, being snorted by the anesthesiologist and medicated for pain as prescribed. Dressing in the abdominal region covered with gauze and antiallergic, with tubolaminar drain in the right abdominal region with a disposable colostomy bag, with the presence of bloody secretion in a small amount. Maintaining svd, being fixed in the left thigh and stroke in the right jugular. Transport carried out without complications.

Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.